Event description:
Medtronic received information regarding a navigation device. It was reported that the navigation system displayed an error 64 during trace registration. It was noted that the message prompted a reboot. After the reboot the site re-did trace registration and proceeded with the case. There was no impact on the patient outcome and the issue caused a 5 minute delay.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: 1.3.2, ubd: , UDI#: no products have been returned to medtronic for analysis. Codes (B)(4) are applicable. If information is provided in the future, a supplemental report will be issued.